Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2014; dtpa2q1 crtd, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cardiac resynchronization therapy defibrillator (crt-d) was coming through the skin and visible. The crt-d was removed and the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead was capped in situ. No further patient complications have been reported as a result of this event.